Manufacturer narrative:
See MDR 1920664-2007-01042 for delivery device used with the lens.

Event description:
The lens was damaged in the delivery device. The damage was found when the lens was being inserted into the pt's eye. Another lens was used to complete the procedure.